Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40mg/dl due to over insulin delivery. The customer was treated food for the low blood glucose with 40mg/dl. Customer states that the pump didn't stop delivering insulin when she was low. The customer was assisted with troubleshooting and found that programming was accurate. There was indication that the insulin pump over delivered insulin. The product was not returned for analysis.